Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The computer was replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The computer was received with the hard drive removed. With a test drive installed the computer boots normally to the application screen. No video issues were observed. The computer passed the testing. The computer hardware was damaged leading to data transfer error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735225r, serial/lot #: (B)(4). Additional information was received stating that the computer was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that upon start up the staff cart monitor and surgeon monitor were flickering. No patient was present at the time of the event. The manufacturer representative stated that the staff monitor could only display the same as the surgeon monitor, flickering blue and white. Could not control or see the cursor. The monitor could not be used due to the issue.